Event description:
The hcp reported the pt had the pump implanted in 2005 and has to steadily increase his medications over the past month. The hcp interrogated the pump and noted a motor stall had occurred the 4th day and tube set a week after. No report of recovery noted. The reservoir was checked and the estimated volume was 15.3ml and the actual volume was 16ml.